Manufacturer narrative:
Examination of the returned devices confirms the stem fracture. A complaint database search finds no other reported incidents against the provided product and lot combinations. A device history record review was completed for all affected products, no anomalies or non-conformances were found. Requests for additional investigational inputs were conducted. Medical records were received and reviewed by a depuy legal nurse. X-rays were obtained and reviewed. The returned product was reviewed by a material scientist. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 6/9/2015 and 6/16/2015 medical records received. After review of the medical records for MDR reportability, the doi of (B)(6) 2013 is a revision for a hip replacement in 2002. It is unknown what products were placed in 2002, if/when we receive any information that any depuy products were involved we will update as needed. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 7/7/2015.

Event description:
Patient was revised to address femoral stem fracture and pain. It was noted that the fracture occurred below the tapered junction and distal portion was completely frayed off. It was noted that the surgery was delayed 1 1/2 hours due to an eto being performed. Update received 4/7/2015. Medical records have been provided by the rep. Complaint was updated on 4/7/2015. Update received 4/14/2015. Additional medical records have been received. Complaint was updated on 4/15/2015. Update received 4/21/2015. During medical record review, proximal body disassociation was noted. Complaint was updated on 4/22/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).